Manufacturer narrative:
Additional information: two (2) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) outlet port clamps leaked; further described as " the clamps were too loose and difficult to close and when the clamp was closed, the fluid still flowed". This occurred before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.